Event description:
On opening a laryngoscope handle, the laryngoscope handle came apart, with the inside parts coming out, including 2 aa batteries. This occurred during set up and no patient was harmed. Manufacturer response for laryngoscope, rusch (per site reporter). A field representative is coming to [redacted] on [redacted] to obtain product to further investigate.